Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 300 mg/dl. The customer states that the insulin pump did not pass the self test. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement, and self tests. However,software error alarm found in the pump history due to software error (line number = 3508 ; file number = 26). Hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The middle (enter) keypad button is cracked.